Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed that the device's battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows min battery equaling 2.859 to 2.634 volts between (B)(6) 2012, is before device rrt (recommended replacement time) of less than or equal to 2.6251 volts. The device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator possibly early. The device was explanted and replaced. No patient complications were reported as a result of this event.